Event description:
The customer reported that cell #2 of biotestcell 1&2, yielded false positive antibody screening test results in the tube technique and the ortho gel methodology. The supposedly defective product was returned, but none of the patient samples that had caused false positive test results. Our quality control laboratory tested the supposedly defective product with different donor samples, and positive and negative controls in solidscreen ii on tango and in the tube technique. All positive and negative reactions were correct. We did not observe any false positive reactions. The gel card system is not suitable for the customer´s intended application: detection of unexpected antibodies. In this case, we recommend the tube test and solid phase test solidscreen ii with tango optimo. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 1&2, functions correctly. A review of the batch record documentation showed no irregularities, which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident